Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient got a lot of urinary tract infections and also claimed purewick was not working. Troubleshooting was not performed. It was unclear if the lot number was requested. No additional information was provided. It was unknown what medical intervention was reported for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Since the lot number for this complaint is unknown, the manufacturing site for pwfx30 can either be juarez or malaysia. Hence both baw8706263 revision 0 and baw2456229 revision 0 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reporter that the patient got a lot of utis, claims pw is not working. Troubleshooting was not performed. It is unclear if the lot number was requested. No medical intervention was reported. No additional information provided. It was unknown what medical intervention was reported for urinary tract infection.